Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been having weight and health issues. It was noted that the device 'reset' itself. The patient saw her gastroenterologist recently and they notified the patient that her device was at factory preset. The patient believed that her CT scan she had not long ago may have done it. Pelvis and si joint CT scan was (B)(6) 2012 and CT scan on (B)(6) 2013 of neck. The patient had cortisone shots as well--last one on valentine's day this year and since then she had lost (B)(6) and hadn't got it back. It was noted that the patient's stomach hadn't done well and she knew that but she didn't think she had to go back to gastro doctor. The patient was getting flashes of nausea. It was noted that the patient waited a long time before she went back to gastro doctor because she didn't want to eat up battery life, didn't anticipate it resetting itself. It was later reported on (B)(6) 2013 that sometime between december and last thursday ((B)(6) 2013) the stimulator cut down to "half" power on its own. It was also noted that it went to factory settings (0.0 and off). The patient had the ins reprogrammed last thursday to her regular settings. Thurs-sat, the patient had extreme nausea and then sunday (today) the nausea had been less acute, but still there. The patient also had heart burn. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect. It was reported that the device did not "hold" its settings. It was stated that there were three occasions where the implant "changed" settings on its own. The device had returned to factor settings one time and that made the patient "very ill" because it was not strong enough for her. It was stated that recently the voltage was reduced and it was not where it should have been. It was noted that the patient was "reset" by her doctor. The patient had only visited a grocery store and had not encountered any other electromagnetic interference (emi). It was stated that this is "driving the patient crazy" because they could not figure out why this was happening. It was noted that the patient has not "done well" since implant in (B)(6) 2012. It was stated that "from the beginning" the device had not worked for the patient. It was reported that "they started her differently, not where she should have been". It was reported that they started stimulation low. It was stated that most of the patient's problems with the implant happened from "the end of 2012 to (B)(6) of 2013". It was noted that the patient was (B)(6). It was reported that the patient had surgery "about two weeks ago" to get a feeding tube inserted because her weight went down to (B)(6) due to her illness. It was stated that the device functioning issues were not helping her gastroparesis issues. It was stated that the patient goes to the doctor when she sick and they tell her that the settings are not correct.

Event description:
Additional information received reported that the patient¿s device reset to factory standard after a CT scan. The patient received assistance on (B)(6) 2012. However, the patient still had concerns regarding her device or therapy and had an appointment scheduled for (B)(6) 2013, after a positron emission tomography (pet) scan.